Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2023-18363.

Event description:
It was reported that 3 fiber tips broke during this ureteroscopy (urs) procedure for kidney stones performed with the console at low power. There was no physical break of the outer layer of any of these 3 fibers. The first fiber tip started to break off and degrade after 30 seconds, the second fiber tip started to break off and degrade after 10 minutes, and the third fiber tip started to break off and degrade after 5 minutes. Then, the physician requested to use a different console. The procedure was completed with an alternate method. There were no patient complications reported. This report corresponds to the first fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2023-18363. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified the fiber tip was broken. There was no exposed glass tip. Additionally, burn marks were observed on the fiber jacket. Visual analysis did not exhibit any break along the fiber body. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip break. In addition, the IFU mentions, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on analysis results, the reported broken tip was confirmed.

Event description:
It was reported that 3 fibers were utilized during a kidney stone ureteroscope procedure. During the procedure, the tip of the first fiber broke off, and degraded at low power after 30 second of fiber use. The first fiber was replaced, and during lasing with the second fiber, the tip of the fiber broke off and degraded after 10 minutes of fiber used. The second fiber was replaced, and during lasing with the third fiber, the tip of the fiber also broke off and degraded after 5 minutes of fiber use. The physician then requested a different laser console to complete the procedure. The procedure was completed with another laser without patient complications. This report corresponds to the first fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2023-18363. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified the fiber tip was broken. There was no exposed glass tip. Additionally, burn marks were observed on the fiber jacket. Visual analysis did not exhibit any break along the fiber body. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip break. In addition, the IFU mentions, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on analysis results, the reported broken tip was confirmed.

Event description:
It was reported that 3 fibers were utilized during a kidney stone ureteroscope procedure. During the procedure, the tip of the first fiber broke off, and degraded at low power after 30 second of fiber use. The first fiber was replaced, and during lasing with the second fiber, the tip of the fiber broke off and degraded after 10 minutes of fiber used. The second fiber was replaced, and during lasing with the third fiber, the tip of the fiber also broke off and degraded after 5 minutes of fiber use. The physician then requested a different laser console to complete the procedure. The procedure was completed with another laser without patient complications. This report corresponds to the first fiber.